Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer performed a fasting laboratory to meter comparison within 10 minutes with same fasting blood sample. Meter - 596 mg/dl. Laboratory - 252 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.